Manufacturer narrative:
The cse verified the wash station probes and ports, and the acid and base dispense and noted no issue. The cse performed controls and replicates of the assay. The results were acceptable, and the cse noted no issue with the instrument. The potential cause of a falsely elevated tni-ultra result is due to a preanalytical factor or sample integrity issue. The instrument is performing within specification. No further evaluation of the device was required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on the advia centaur xp instrument. The result was reported and questioned by the physician(s). The customer performed repeat testing on the same instrument, and the repeat result was lower. The customer issued a corrected report and informed that the repeat result was in alignment with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.